Manufacturer narrative:
The field service engineer determined the sample probe did not have good spring-back, causing the probe to no fully descend into samples. The sample probe was replaced and adjusted. A performance check and precision studies were done. Precision was acceptable. The last calibration performed on 16-mar-2021 was ok and there were no alarms noted. Quality controls were within range, showing no indication of a reagent performance issue. The sample centrifugation time may be shorter and the centrifugation speed may be higher than recommended by the tube manufacturer. The investigation determined the service actions resolved the issue. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with etoh2 ethanol gen.2 on a cobas 6000 c (501) module. The sample initially resulted in an ethanol value of < 10 mg/dl accompanied by a data flag. This value was reported outside of the laboratory. The sample was repeated, resulting in a value of 430 mg/dl. The repeat result was deemed to be correct. The ethanol reagent lot number was 51859801, with an expiration date of 30-jun-2021.